Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller serial number: (B)(6) was returned for analysis, and a log file was downloaded for review that showed events spanning approximately 9 days (08aug2023 ¿ 16aug2023, 27sep2023 per timestamp). Backup battery fault alarms due to a backup battery load test not passing were intermittently active from 13aug2023 at 21:57:06 ¿ 15aug2023 at 02:33:47. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first was unable to pass, the loaded voltage measured ~11.31v and the unloaded voltage measured ~12.13v. Pump operation was not affected by these alarms. The driveline was disconnected on 16aug2023 at 10:53:52 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was functionally tested and found to operate as intended during analysis. The controllerwas able to support pump function for an extended duration. No atypical alarms were reproduced during testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a call was received from the patient on (B)(6) 2023 at 0945 stating that the controller alarmed "call hospital, backup battery fault". It was explained to the patient that the alarm indicated that there was an issue with the backup battery. The green running light was illuminated and the patient reassured the pump was running and functioning as intended. They were instructed to press that silence button to silence the alarm and it was explained that the alarm will reoccur in 4 hours and needed to be muted again. As the emergency backup battery (ebb) was already reseated and exchanged, it was recommended to exchange the controller. The controller was exchanged without issues. The patient reported feeling some palpitations but quickly returned to baseline.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.